Manufacturer narrative:
Review of the device history record supports that the device met all release specifications upon distribution with no non-conformance noted for any reason. The om2 oximetry cable was manufactured august 2, 2013 with an expiry date of january 30 2017. Note: at the time of the customer's report, the device had exceed its expiry dating by 1 year and 8 months. Please reference 2015691-2018-03832 for the related vigileo monitor. The suspect om2 cable was returned for examination and tested for proper function. No inaccurate readings that were observed; both invitro and invivo calibrations were executed without issue and scv02 was successfully monitored for over 30 minutes. All testing was concluded with no functional faults found. No physical damage was observed during the visual inspection. The customer¿s complaint ¿low scvo2¿ was not observed during the evaluation testing. The detail of the displayed value deemed to be low was unable to be ascertained; however, it was noted that the customer surmised that the value was ¿wrong¿ after the patient was moved in and out of the room, creating a gap in measurement. The actual data and significance of the erroneous values was not provided. There was no report of inappropriate treatment resulting from the suspected value(s). The associated monitor was also returned, evaluated and deemed to be functioning as expected with no faults found for any reason. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device service history record review has not been completed. Upon return of the DHR results a supplemental report will be submitted with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of an optical module 2 (om2) cable with a vigileo monitor, the displayed scvo2 value was low. The customer reported that the values before to after the patient was moved into the room were noted to have a gap, so it was surmised that the value was wrong. Examples of the displayed values were not provided. There were no error messages observed. There was no report of inappropriate treatment resulting from the suspect values. No patient injury was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.